Event description:
On (B)(6) 2014, the reporter contacted animas alleging an intermittent power issue with the pump. The patient reportedly experienced a blood glucose (bg) value of over 250mg/dl with extreme urination and extreme thirst. There was no indication that the patient needed medical intervention. There was reportedly no damage to the battery compartment or battery cap. It was noted that the battery cap secured tightly to the pump and there was no visible yellow o-ring. There was no indication of moisture/corrosion in the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: power reboots were observed in the black box starting on (B)(6) 2014 11:23pm. The voltage in the black box was observed to be low. The reboots were followed by a partially charged battery installed, resulting in ¿replace battery¿ alarms on (B)(6) 2014 and (B)(6) 2014. Insulin deliveries were resumed on (B)(6) 2014 at 5:57pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no damage found to the battery compartment or returned battery cap. The returned battery cap tightly secured to the pump with no visible yellow o-ring. The cap contact measurements were within specification. The pump was exercised for 24 hours with the returned battery cap and returned cartridge cap; there were no power interruptions duplicated. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The pump cover was removed and there was no evidence of internal moisture or damage to the power printed circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.